Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's guide pin was bent. The root cause for the damaged guide pin was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was damaged.